Manufacturer narrative:
Additional info will be provided once the investigation is completed. A similar product from lot # 842267 was also implicated in this event.

Event description:
It was reported that the unit needs to be sharpened.